Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear st, upn: m365sc221870e0, model: sc-2218-70e, serial: (B)(6), batch: 7074632. Brand name: linear st, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7074558.

Event description:
It was reported that the patient experienced a fever, redness, swelling, and discharge at the lead entry site near the coccyx. The physician assessed the infection was possibly procedure related as the lead entry point was near the rectum. The patient went to the hospital, underwent a lead explant procedure and was administered antibiotics. The patient was expected to fully recover postoperatively. The devices will not be returned as they were disposed of by the medical facility.